Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as it was discarded. However, an investigation has been initiated and upon completion, a supplemental MDR will be filed. Multiple mdrs have been filed for this event. See associated reports: 0001825034-2017-02177, 02178, 02179, 02180.

Event description:
Patient was revised approximately 2 months post-implantation due to infection. During the procedure, all components were removed and an irrigation and debridement was performed. No components were replaced.